Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. The set was visually inspected and no anomalies were observed. Functional testing was performed and no leaks were observed during priming, gravity infusion or pump infusion. Pressure testing was performed and a leak was noted from a cut in the tubing measuring approximately 0.125¿ in length and located approximately 44¿ down from the lower fitment. The cause of the reported leak was a tear in the tubing. The root cause of the tear was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a leak from their primary tubing onto the floor. The leak was from a small "pinhole" approximately 6" below the pump; the tubing did not appear to have been twisted, pinched, or touch anything that could have caused the hole. There was no harm reported.

Manufacturer narrative:
Additional medwatch information provided

Event description:
Medwatch received: "alaris tubing was found to be leaking onto floor. There is a tiny hole about 6 inches below where the tubing exits the pump. Tubing saved and given to picu supervisor. The tubing did not appear to be twisted, pinched, or touching anything that could have caused the pinhole."